Event description:
Revision knee replacement: performed on (B)(6) 2014. Primary: total knee replacement performed approximately 24 years ago, hospital and surgeon unknown, a cementless lcs meniscal bearing was used. Patient presented with pain around the knee with suspected loose components. On opening the knee damage was noted to both poly bearings with poly debris found in joints and posterior "conjular" bone loss. Components removed; no codes or lot numbers available. L x lcs paracote femur, 2 x meniscal bearings and meniscal tray and replaced with pfcpc3. Photos of x-rays available. Patient details available.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Two x-rays were returned, however no device associated with this report was received for examination. A worldwide lot specific complaint database search, or device history record (DHR) review was not possible because the required lot codes was not provided. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated.depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.